Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breathing in particles and coughing constantly while on unit related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. : there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be. There is an unknown dust/dirt contamination at the entrance to the iso port. There is a dark colored residue on the bottom enclosure and dark colored particles present on the iso port and blower box housing outlet port. There are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is a keratin-like substance around the blower box housing outlet port. Pil confirmed the presence of degraded sound abatement foam. While foam was not on the fitt tool, foam within the blower housing took a prolonged period to expand after tool usage suggesting that the foam is starting to break down. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found 11 erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. Mineral spots consistent with water ingress were found on the motor casing. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of multiple conataminants and evidence of water ingress inside the device.